Event description:
Multiple, discordant concentrated carbon dioxide (co2_c) patient results (500 patients) were obtained on an atellica ch 930 instrument. The initial results were not reported to the physician(s). After recalibration, the customer repeated the same samples on the same instrument. The repeat results were reported, as the correct result, to the physician(s). The customer could not provide all affected co2_c patient results. One sample ID was provided as an example. Customer alleged that all 500 samples resulted as >40 mmol/l but repeated within normal ranges. There are no known reports of patient intervention or adverse health consequences due to the discordant co2_c results.

Manufacturer narrative:
A united state (us) customer reported multiple discordant concentrated carbon dioxide (co2_c) patient results obtained on an atellica ch 930 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist reviewed the information provided. Siemens found that the data is consistent with poor water quality. Instrument data shows the calibrations performed near time of the event had atypical signal responses and calibration coefficients which directly relate to poor water quality. Calibration with improper water quality resulted in a calibration bias. While qc was in range and the slope and intercept were within acceptable limits, the compromised calibration resulted in a bias in patient results. The customer resolved the external water supply issue which improved the water quality. The customer recalibrated the co2_c assay and the instrument data showed the calibration coefficients returned to expected. Siemens concludes that the potential cause of the discordant results is the poor water quality. System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2022-00259 was filed in conjunction to this report.